Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7701586 on (B)(6) 2019, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 12/30/2019. The investigation of the returned device was completed by the failure analysis lab on 01/08/2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the tissue expander. During visual inspection of the device no apparent damage was found. Leak testing was performed and it revealed a tear at the union between patch and shell of the implant. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of the tissue expander. Include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 550cc mentor tissue expander experienced deflation post procedure. As a result, an explant was performed on (B)(6) 2019.